Manufacturer narrative:
Concomitant medical products: 6947-58 lead, implanted (B)(6) 2010, 5076-45 lead, implanted (B)(6) 2010.

Event description:
It was reported that the patient experienced increased heart failure due to the left ventricular lead not capturing. A lead revision was attempted however upon disconnecting the lead from the device, the lead was noted to be cut. The lead was partially explanted and replaced. It was also reported that the right atrial lead position was suboptimal. Sensing and capture were acceptable so the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.